Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff on the trach was defective and would not inflate. Discovered before use. No patient harm, no medical intervention required.

Manufacturer narrative:
One device was received for investigation. During visual inspection, no damage or anomalies were observed with the device. During functional testing the device cuff was inflated, and no leakage or reductions in pressure were observed during the testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the evaluation, the investigation was unable to confirm the reported issue with the returned sample. Complaint trend information will continue to be monitored.